Event description:
During the evaluation of a returned homechoice (hc) device, a baxter service technician determined that the hc failed volumetric accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and a device evaluation is currently underway. Upon completion of the investigation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device and a review of the alarm log. The device failed for therapy monitored volume. The cause of this was deteriorated piston foam. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.